Event description:
The patient was implanted with a smooth saline mammary prosthesis on 03/09/1998. Subsequently, the patient experienced a deflation of the device and an infection. The device was removed on 05/14/1998.